Event description:
An attempt was made to use a 3.0mm diameter x 12mm length nc sprinter rapid exchange (rx) balloon dilatation catheter to pre-dilate a lesion in a pt. The target lesion, located in the lad was described as no calcified with 80% stenosis. However, it was reported that contrast was noticed to be coming out of the device at the transition point. Communication received from the field confirmed that no abnormalities were observed during preparation of the relevant device and inspection prior to use. The pt is reported to be fine and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Eval: results: (80% stenosis). Conclusion: (80% stenosis).